Manufacturer narrative:
(B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, the surgeon observed that the switch of the battery reciprocator device was out of action. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no adverse consequence to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the manufacturing facility. Serial number and device manufacture date: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number and manufacture date was documented as unknown. Upon receipt of additional information, the serial number was identified as (B)(4). The device manufacture date is jan 19, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the modeswitch resistance was too high. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.